Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top illuminator will not ignite. The biomedical engineer discovered later through review of the event log, a system advisory also displayed. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative reseated the lamp to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 19, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp issue and system message can be attributed to an improper alignment of the lamp with the electrodes in the tabletop illuminator module, which was resolved by reseating the lamp. (B)(4).